Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 07/22/2015 with the following findings: review of the black box data revealed records of ¿power on reset¿. On examination, there was visible moisture behind the display lens and corrosion inside the battery compartment. On further examination, the battery compartment was noted to be cracked on the side from the threads to the case seal. A new test battery cap was attached to the pump for testing; the pump powered on to the verify screen with normal audio and vibration function. The pump was exercised for 24 hours without any interruption in power. Investigation did not duplicate the power complaint. A leak test was performed and revealed moisture leakage into the battery compartment at the site of the crack. The pump was opened for further investigation and revealed moisture inside the pump on the printed circuit board and internal components.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (moisture ingress) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.